Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following non-reportable issues: the unique device indicator label had scratches and worn edges; the plastic distal end cover had scratches, cracked adhesive, and dents; switch 1 had a deep scratch; the angulation was insufficient; the angulation control knob in both the upward/downward and right/left directions had excess play; the objective lens had edge chips; the light guide lens had multiple cracks; the bending section cover adhesive had a crack; the insertion tube had a dent; the scope cover was missing color rings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was producing unsupported scope error e315. The issue was found during preparation for use for an unknown procedure that was completed, without delay, with a different device. There were no reports of patient harm.